Event description:
The patient reported receiving an 04 (occlusion) alarm on her infusion device. The patient's blood glucose did elevate to 600 mg/dl. The patient's normal range is 119 to 250 mg/dl due to being a brittle diabetic. The patient changed her infusion set and bolused 5 units to correct her elevated blood glucose. The patient did report having a lot of scar tissue. The patient was educated on avoiding areas with scar tissue. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.